Manufacturer narrative:
The referenced previous pump exchange was reported on medwatch MFR report # 2916596-2018-00181. (B)(4). Approximate age of device - 2 months. A correlation between the device and the reported infection at the patient's previous exit site could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for care with a (B)(6) skin infection located at their previous vad site. The patient had received a lvad pump exchange on (B)(6) 2017.